Event description:
It was reported that this right ventricular (rv) lead exhibited noise and oversensing. (B)(6) technical services (ts) was consulted and suspected these issues resulted in pacing inhibition greater than two seconds. Ts recommended further testing. No adverse patient effects were reported. At this time, this device system remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).